Event description:
It was reported by the customer the original band was implanted in (B)(6). Post implant, the patient began experiencing pain and was no longer losing weight. Various tests revealed that the port had rotated. On (B)(6) 2010 the patient had a second surgery to secure the port. Since the surgery the wound has been separating. The connection on the port is protruding through the wound. Additional information provided by the surgeon: there was not any problem securing the port during initial implant procedure. The port was placed on the fascia of the anterior left rectus muscle sheath, and secured with the port applier. No sutures. During the port revision surgery in january, the location of the port hooks was retracted, and the tubing strain relief was displaced on the main tube of the band. It was put it back on the locking connector. The port was reanchored using two stitches with prolene no 0. The port was placed 3 cm below the first site, in the same incision on the rectus muscle. The port was replaced on (B)(6) 2010 using the port applier. A new incision was done on the anterior right muscle sheath. There were no patient complications. The patient is fine.

Manufacturer narrative:
(B)(4). (B)(4). Information unavailable, device not returned for analysis.